Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer received a motor error alarm and a compromised force sensor system alarm during a rewind. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis